Event description:
It was reported that the back dec screw was missing while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, the reported event can be confirmed. The screw or nut may unthread due to the vibration of the handpiece during normal use. They can also loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back dec screw to loosen over time.